Event description:
It was reported that patient had a power fault alarm that occurred around 5 am, and it was unable to be resolved with a change of the internal battery. Log file analysis captured driveline power faults starting on (B)(6) 2021 at 0358 and continued for the remainder of the log file. It was also noted that the backup battery faults in conjunction with the driveline faults started on (B)(6) 2021 at 0417. The backup battery faults resolved with backup battery changeout. It was later reported that the controller was exchanged along with the modular cable. The alarms resolved with controller and modular cable were exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing. The submitted log file and the log file downloaded from the returned controller (serial number: (B)(6) contained approximately 1 day of data combined (on (B)(6) 2021 per the timestamp). A driveline power fault alarm associated with a power a broken fault activated on (B)(6)2021 at 03:58:13 due to the current sense on line a dropping below the threshold amperage. The alarm was not cleared throughout the log file. The driveline was disconnected on (B)(6) 2021 at 10:16:45 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The returned modular cable was connected to a test system controller and mock circulatory loop without issue. The mock circulatory loop operated above the low speed limit without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. The modular cable was also tested with the returned system controller (serial number: (B)(6) without any issues or atypical alarms produced. The returned system controller is investigated under MFR#: 2916596-2021-01812. Evaluation of the internal modular cable wires revealed a slightly elevated resistance on the power a wire when the cable was manipulated by hand. The modular cable polyurethane jacket was removed for inspection of the underlying wires, revealing minor kinks on several wires, including the power a wire. The root cause of the reported event could not be conclusively determined through this analysis; however, the elevated resistance and minor kinks observed on the power a wire could have contributed to the reported event. Although not conclusively determined, the elevated resistance and minor kinks appear consistent with fatigue due to repetitive flexing of the cable over time. The device history records were reviewed and the records revealed that the heartmate 3 modular cable, lot number driveline, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 modular cable was shipped to the customer on 05mar2020. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault, and the driveline power fault alarm conditions, and the actions to take if the alarm cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ describes checking the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable, the system controller, and the system controller power cables. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2021-01811 and 2916596-2021-01812. It was reported that the modular cable was exchanged. There were no visible damage to the modular cable, but site states that it does had significant wear and tear to the driveline proximal to the modular cable. Rescue tape applied to proximal portion of driveline. There were two exposed areas, both about 0.5cm x 2mm, which appeared to warn-down by friction and exposing the inner lumen.